Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified unspecified vessel. A 12mm x 2.50mm promus premier¿ stent was advanced but was not able to cross the lesion. It was then noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found minor damage to the outer shaft 18mm proximal to the bi-component bond location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified unspecified vessel. A 12mm x 2.50mm promus premier stent was advanced but was not able to cross the lesion. It was then noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.